Event description:
It was reported that a cleo® 90 infusion set was leaking at the site. The patient's pump was delivering insulin, however, the patient was not received insulin through the insulin site. The patient's blood glucose levels were 401mg/dl at the time of the event. To address the high blood glucose levels, the patient administered a correction bolus. The patient did not test for ketones. No permanent injury was reported.